Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section

Event description:
It was reported that the customer was hospitalized for two days for high blood glucose on (B)(6) 2021. The blood glucose value at the time of event was 500 mg/dl. The customer reported feeling sick, headaches and throwing up a lot prior to hospitalization. The customer was treated by hospital with intravenous insulin drip and manual injection insulin shots. The customer tested positive for ketones at the hospital. It was unknown if auto mode feature was enabled. The customer's parent was unsure if insulin was cloudy and believes they had bad insulin. Troubleshooting for the customer¿s high blood glucose was done. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that emergency medical services were dispatched and they were hospitalized for two days for high blood glucose on (B)(6) 2021. The blood glucose reading at the time of incident was 500 mg/dl. The customer was treated with intravenous insulin at the hospital. The customer reported leak at the insertion side around adhesion. It was reported customer also had headache, felt unwell and threw up a lot. The customer tested positive for ketone. The customer was not sure if insulin was cloudy and had bad insulin. Troubleshooting for the customer¿s high blood glucose was done. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.